Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. A surgical procedure was performed, and it was noted that the cuff had a hole. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff was visually and microscopically inspected, and leak tested. Visual examination revealed a pinhole in its shell, consistent with wear at a corner of a fold; therefore, the cuff did not pass the leakage test. Based on the information available and analysis results, the pinhole identified in the component could have caused or contributed to the reported clinical observations of device not working properly and a hole in the cuff; consequently, a conclusion code off cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this artificial urinary sphincter was not working properly. A surgical procedure was performed, and it was noted that the cuff had a hole. All components were removed and replaced. There were no patient complications reported.